Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging a memory issue with her onetouch verioiq meter. The patient claimed the subject meter was saving meter results with the incorrect time when the time was set correctly on the meter. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. It is unknown when the patient became aware of the alleged meter issue. During the follow-up call, the patient informed the mss that she tests her blood glucose 5x/day and manages her diabetes with insulin. The patient denied making any changes to her usual diabetes management due to the meter memory issue. The patient also denied developing symptoms or having to receive medical treatment for a severe blood glucose excursion due to the alleged meter issue. At the time of troubleshooting, the customer care advocate was unable to resolve the issue. Replacement products were sent to the patient. Based on the information provided during the follow-up cal1, there is no indication that the alleged meter issue caused and/or contributed to a serious injury. The patient denied developing symptoms or receiving medical intervention for either severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.